Event description:
Motorized wheelchair is interferred with by radio/air waves. Pt lives within 2 blocks of a radio tower and has had numerous occurrences of unintended or uncontrolled motion when the device is turned on. The device has also become activated without being turned on by the user. The device power turns up and the wheelchair accelerates often running pt and chair into furniture and doorways. The pt has suffered knee injuries as a result. The pt's main concern is that the co. Has not been responsive to their requests to fix or replace the device.